Event description:
A report was received that the patient was experiencing discomfort. The patient will undergo a revision procedure wherein the battery will be relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient had frequent ipg charging. It was also noted that the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort. The patient will undergo a revision procedure wherein the battery will be relocated. No device malfunction was suspected.